Event description:
The reporter did back to back(rapid succession) blood glucose tests, using separate fingersticks. Results were 174 and 94 mg/dl. Reporter did not have any symptoms. A control test of 151(97-145) was high, outside range. When tested with a new vial of strips, the result was in range. On follow-up, the reporter checks the confirmation dot when testing. Reporter's technique of applying blood is accurate, and reporter cleans the meter on a regular basis. Control tests have been in range. No harm was alleged.